Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had white foreign material in the air/ water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, leakage occurred due to damage of biopsy channel. The foreign material was possibly not removed since the reprocessing was not conducted properly for leakage due to damage of biopsy channel. However, definitive root cause for the suggested reported malfunction could not be established. The event can be detected/prevented by following the instructions for use which state: ·labeling: the events can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.